Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced (B)(6) bacteremia. The source of the bacteremia is not known. The patient's implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.